Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced one incident of a burning sensation at ipg site. Clinical specialist could not replicate the event when troubleshooting. Patient underwent scs system explant. Exact explant date is unknown. Also see MFR. Report# 1627487-2017-06202.

Event description:
Follow up information identified the patient¿s scs system explant date.